Event description:
It was reported that the patient¿s pump stopped. It was noted that a motor stall occurred and never recovered. It was reported that a volume discrepancy occurred. It was noted that the actual volume was 18 ml and the expected volume was 0 ml. It was noted that the cause of the volume discrepancy was the motor stall. It was reported that the actions required as a result of the event included a planned replacement of the pump and evaluation of catheter patency that had not occurred yet but was planned. It was noted that no diagnostic testing or troubleshooting had been performed, but would be performed in the future. It was reported that the pump was used to infuse prialt/ziconotide, dilaudid and bupivacaine. It was noted that the pump was filled on 2014 (B)(6). It was reported that the expected alarm date was 2014 (B)(6). It was noted that the patient had usual appointment schedule for a refill a week prior to that and the patient missed that appointment. It was reported that the pump management crew expected to find an empty pump at the refill on 2014 (B)(6), but had 18 ml in the reservoir. It was noted that the print out showed alarms for low and empty reservoir. It was reported that the logs also indicated a motor stall on 2014 (B)(6) with no recovery on the logs. It was noted that the patient did not report any withdrawal or changes in control of (c/o) pain. It was reported that the pump was refiled the day of report and the patient will be in a few days for evaluation and (B)(4). It was noted that the patient¿s status at the time or report was alive ¿ no injury. It was reported that there were no symptoms. It was later reported that the patient was noncompliant and missed a refill. It was noted that the patient is hard of hearing ¿hoh¿ and did not hear the alarm. It was reported that tube set occurred in logs 2014 (B)(6), low reservoir alarm ¿lra¿ on 2014 (B)(6) and empty reservoir occurred on 2014 (B)(6). It was noted that the patient is a poor historian and always had pain and denied withdrawal. Per logs and empty reservoir alarm occurred 2014 (B)(6). It was later reported that a (B)(4) study was performed and the results were good. It was noted that the rotor study failed. It was reported that they are scheduling replacement of pump. It was noted that the pump did not restart to reprogramming. Additional information received reported from the pump manager saying that the ¿wound healing well, starting to do better¿.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information: per MFR device registration system, the pump was replaced on (B)(4) 2014.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found significant residue and wear on the upper shaft of gear two. In addition, some residue was found on the jewel where the upper shaft of gear two inserts into the top bridge assembly. It was indicated that the stall had been due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.